Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated a r-wave amplitude measurement issue. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead exhibited reduced r-wave sensing. The r-wave measurements reduced once again the following day. The rv lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.